Event description:
It was reported the pt was experiencing persistent pain at the ipg pocket site due to the size of the ipg. The physician replaced the ipg with a smaller one on (B)(6) 2011. No further complications were reported.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of size of the ipg could not be confirmed via laboratory testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.